Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room feeling lightheaded. The right ventricular (rv) lead was no longer capturing. The lead was inactivated and the patient externally paced. A new lead was scheduled to be placed on the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.